Event description:
It was reported that during a da vinci surgical procedure, one of the instrument arms became stuck and the surgical staff could not get it to move when pressing the clutch button. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Conclusions: the investigation conducted by the isi field service engineer concluded that the system issue experienced by the customer was associated with one of the remote interface adapter printed circuit assembly (ria pca) boards. The ria pca performs numerous tasks related to the function, control and hardware fault monitoring for a specific arm. There is a ria pca assigned to each system arm. The system was repaired by replacing the affected ria pca. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.